Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) yielded a battery voltage that did not meet indication for implant. A different device was used to complete the implant. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.